Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes the fact that the invisalign system aligners caused or contributed to the reported symptom. This event is being filed as an MDR as the patient reported tooth loss (permanent impairment to body structure) and the invisalign product was being used. This event has exceeded the 30 day calendar completion guideline, as this complaint was received on december 4, 2020 and the event is being closed on january 5, 2021. This event was moved to regulatory assessment on december 9th and had limited time to assess the event during the holiday season.

Event description:
The patient reported pain and cracked tooth # 30 (lower right 1st molar). The patient reported having tooth # 30 extracted to alleviate the reported symptoms. The patient did not report taking or being prescribed medication to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2019 and the patient is currently asymptomatic.